Manufacturer narrative:
Updated information can be found in the following fields: d10, g4, g7, h2, h3, h6, and h10. 4310, 67- the vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not confirm the customer reported complaint of "would not seal." The instrument was installed on an in-house system. The instrument passed the self-test and an energy delivery test. The vse also passed a ceramic dot verification and cut test. A review of the logs found no errors related to the instrument. The knife slot measured 0.028" and the results from the grip force test were: straight 5.61 lbs, pitch 5.87 lbs and yaw 6.08 lbs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. An attempt to review of the instrument log was conducted however the lot and sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the surgeon was coming across a vessel in the mesentery of the colon and the vessel sealer extend (vse) instrument would not seal. The doctor was not cutting with the vse, but was using it for sealing and releasing. Blood was vigorously coming from the vessels after she opened the jaws. The doctor tried several times to seal it. The doctor finally held the bleeding vessel with the cadiere forceps instrument until the customer replaced the vse. The new vse instrument worked "perfectly." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator reported that the vse was working during the case, prior to the issue. The surgeon then tried sealing a colic vessel and the vse would not seal appropriately. The vessel was not thick and the tissue integrity was fine. During the sealing attempts, energy was being observed. The coordinator stated the operating room (or) was pretty loud and the surgeon was probably the only one aware of the sounds generated by the system. It is unknown if the system gave the confirmation tones indicating a complete seal. The coordinator reported that there were no errors displayed on the erbe nor the vision side cart (vsc). The surgeon did not attempt to cut at all. The surgeon tried sealing about three times with the first vse but every time they opened the jaws of the vse, blood would come out. The bleeding was reportedly "normal" and there was no medical intervention required to address the issue. The surgeon used a cadiere forceps instrument, along with a laparoscopic grasper, to clamp on the vessel to stop the bleeding. Then the customer was able to remove the vse, install a new vse, and the second vse worked perfectly. The surgeon was able to complete the procedure with no report of patient injury.